Event description:
This follow-up is being submitted to relay additional information.

Manufacturer narrative:
Multiple reports were filed for this event, please see associated reports: 0001526350 - 2022 - 01074; 0001526350 - 2022 - 01165; 0001526350 - 2022 - 01166. This follow-up is being submitted to relay additional information. Correction: g2 : uncheck user facility. The results of the investigation are as follows: -review of the most recent repair record determined the shoulder bolt was found to be turned preventing a test cut from being performed. The left side plate, gear, and shoulder bolts were replaced and resolved the reported issue. -review of the device history records identified no deviations or anomalies during manufacturing. -a definitive root cause cannot be determined. -the event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the derma carrier doesn't advance through the mesher. The washer and blade stabilizer is crooked and bent, which does not hold the blade collar in place on the gear side of the mesher. Incomplete mesh on the side with the gears. The event did not occur during surgery. There is no patient involvement or harm. No further event information available at the time of this report.

Manufacturer narrative:
(B)(4) concomitant medical products: z.s.g.m. Cutter 1.5:1 ratio catalog #: 00770301500 serial#: (B)(4). Z.s.g.m. Cutter 2:1 ratio catalog #: 00770302000 serial#: (B)(4). The product has been returned to zimmer biomet, and the investigation is in process. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Investigation incomplete.